Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the needle was popping out of driver. The current patient status: ok. There was no user or patient injury/hazard. To correct the condition: opened a new device.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. No needle was received. The visual inspection noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. Some plastic shearing of the toggle switch was noted. A pmv needle was used for testing. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.